Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their stimulator is not working (representative understood it did not help their symptoms) and they know the reason" it is not working is due to: they got caught up with drug traffickers who found out about their interstim surgery and started stalking them. Pt said the traffickers wear goggles to find the patient in the home and point tasers at them which causes their bed to vibrate, the traffickers "hook" into the control equipment and that "nullifies the interstim". Pt said the stimulator is "like this useless thing inside". Pt said "screw this and decided to turn it off to throw them off but it did not work". Patient said they have been miserable the whole pandemic, having to go. Patient mentioned they had finally gotten an appointment to see their doctor and a medtronic employee was there. Patient said they told the doctor and the rep why their stimulator did not work (to help their symptoms: taser/vibrate/nullify) and no one believed them. Patient said this hurt them very bad they feel they were treated with total disrespect. Patient reported the rep changed their program but that did not work either. Reviewed interstim device communication has very secure protections and what the patient has described is not expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their stimulator is not working (representative understood it did not help their symptoms) and they know the reason" it is not working is due to: they got caught up with drug traffickers who found out about their interstim surgery and started stalking them. Pt said the traffickers wear goggles to find the patient in the home and point lasers at them which causes their bed to vibrate, the traffickers "hook" into the control equipment and that "nullifies the interstim". Pt said the stimulator is "like this useless thing inside". Pt said "screw this and decided to turn it off to throw them off but it did not work". Patient said they have been miserable the whole pandemic, having to go. Patient mentioned they had finally gotten an appointment to see their doctor and a medtronic employee was there. Patient said they told the doctor and the rep why their stimulator did not work (to help their symptoms: laser/vibrate/nullify) and no one believed them. Patient said this hurt them very bad they feel they were treated with total disrespect. Patient reported the rep changed their program but that did not work either. Reviewed interstim device communication has very secure protections and what the patient has described is not expected. Patient asked if they should wrap the control equipment in foil. Patient provided a lot of very confusing information. Information omitted pertained to related pe (B)(4) difficulty taking wires out.